Event description:
A baxter customer service specialist notified (B)(4) via email of a customer reporting an issue with her new box of minicaps. The customer reported that when she was putting on the minicap she noticed a drop of water on the tip of the minicap. The customer advised the customer specialist that she would call her nurse to make sure she's not going to get an infection. No further detail is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report of moisture on a minicap was not confirmed due to lack of sample. Based on the information gathered during baxter's investigation, the root cause of the report was not determined. The lot information was unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.